Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance. The impedance consistently stayed high between high in range values and high out of range values. It was noted that the patient was undergoing treatment for kidney issues. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that technical services (ts) reviewed the reports and provided their insight. Ts also recommended monitoring the patient and putting the patient on latitude. The lead remains in use. No adverse patient effects were reported.